Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15486, 2017865-2019-15487. It was reported that the patient presented in clinic. Upon review, it was noted the right ventricular (rv) lead and right atrial (ra) lead exhibited episodes of noise. Provocative testing showed intermittent noise with pocket manipulation on the ra lead. The physician was unsure what caused the lead noise and believed the pacemaker could be causing the noise. No interventions were performed. No adverse events were reported on the patient and the patient would be monitored.